Event description:
This adverse event occurred at another facility. This facility changed dialyzers from the fresenius f-series to am-nr-100u for 187 pts. In this hosp, am-nr-100u dialyzers are intended for single use only. Some pts developed adverse reactions during the first dialysis treatment. These reactions included low back pain, chest pain, shortness of breath, flush, drop in pressure, and/or itching. Two pts were hospitalized for safety (pt c and pt d). Other pts who complained of reactions are being treated using am-nr-100u dialyzers. No new problems have not been reported. Pt d is recovered after the hospitalization, and having no problems. Pt d is back using fresenius dialyzers.